Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. The batch record was reviewed and no anomalies were noted during the manufacturing process

Event description:
It was reported that during an unknown procedure, the device was leaking from the seal; when they would tap their finger on the housing of the device and the leak would stop. No patient consequences were reported.